Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device could not connect to cable and could not be fully tested. Therefore, the reported condition was confirmed. It was noted that after further testing the, it was observed that the device was able to be connected to the cable and the device ran on its own once plugged in. There was corrosion found on internal electronic components. The assignable root cause was determined to be due to immersion during the cleaning process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a veterinary hemi laminectomy surgery on a canine, it was observed that the electric pen drive device was unresponsive. There was a five minute delay to the planned surgical procedure. An identical spare device was available for use. There was no human patient involvement as the device was used in a veterinary procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device would not connect to the cable and could not be fully tested. After further testing, it was determined that the device was able to be connected to the cable and would run on its own once plugged in. It was also determined that there was corrosion found on internal electronic components. The assignable root cause was determined to be most likely due to immersion during the cleaning process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.